Event description:
It was reported that patient had primary right total hip surgery on (B)(6) 2014. As per sales rep, the surgeon closed the patient up and cup was malpositioned. On (B)(6), patient had to be revised for dislocation. During the revision surgery, while the surgeon was drilling the screws into the cup, 3 drillbits fell off into the patient. The surgeon retrieved two of them and closed the patient up with one drillbit left in. After surgery, when patient was x-rayed, the drillbit was discovered floating around in the patient's body. Sales rep indicated that she and the scrub tech checked the drill shafts before surgery and they worked fine.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
The investigation could not confirm that the reported device had cracked, fractured, or was damaged in any way and alleged that the products investigated under a previous pr had contributed to the reported event. Visual inspection: although the device showed signs of being used, there were no visual indications that device had any damage that would have led to the reported event of the drill bit remaining in the patient, or any part of the device breaking off and remaining in the patient. No further investigation for this event is possible at this time. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that patient had primary right total hip surgery on (B)(6) 2014. As per sales rep, the surgeon closed the patient up and cup was malpositioned. On (B)(6), patient had to be revised for dislocation. During the revision surgery, while the surgeon was drilling the screws into the cup, 3 drillbits fell off into the patient. The surgeon retrieved two of them and closed the patient up with one drillbit left in. After surgery, when patient was x-rayed, the drillbit was discovered floating around in the patient's body. Sales rep indicated that she and the scrub tech checked the drill shafts before surgery and they worked fine.